Manufacturer narrative:
(B)(4). Investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was removed because the patient has an infection. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional information: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.